Event description:
Related manufacturer reference number: 2017865-2023-02920. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator and right atrial (ra) lead were found to have exhibited far r-wave over-sensing. No intervention was reported. The patient was stable throughout.